Event description:
It was reported that during an unknown procedure, the device partially cut. As a result, it was difficult to remove. It was removed and the case was completed without any patient consequence.